Event description:
The pt was revised once due to loosening of the tibial components in which the tibial component was removed. The pt underwent an additional revision surgery in 2003 due to loosening of the femoral component in which the femoral component was removed.